Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 56 to 600 mg/dl. The customer stated that their insulin pump was unable to connect properly. The customer does not know how their blood glucose levels dropped. The customer was treated with juice. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.